Event description:
It was reported the patient was felt shocks whether the system was on or off. It was noted that imaging was done and the system looked intact. It was further noted the patient had their new system implanted on (B)(6) 2014. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).